Event description:
Philips received a complaint by the customer on the v60 indicating that there was a battery fault. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. Investigation is ongoing

Manufacturer narrative:
E: (B)(6).

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that there was a battery fault. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that there was a battery fault. Per good faith effort (gfe) response, the authorized service provider (asp) engineer stated that the defective battery was less than 5 years old based on the date of manufacturing and was not replaced. The hospital removed the battery, and the device has been operating on alternating current (ac) power. The device was functioning normally and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.